Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 478 mg/dl. Customer treated their high blood glucose with manual injection. Troubleshooting for no delivery was performed. Customer advised the no delivery alarm occurred followed by a motor error alarm. Customer received the no delivery alarm during manual prime. Customer advised the alarm was a recurring issue. Customer was advised to insert the reservoir into the device and run a manual prime. Customer advised the device did not alarm. Troubleshooting for the motor error was performed. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer received motor error alarm during prime process. Customer performed the self-test and displacement test and passed both successfully. Customer was advised to monitor the insulin pump and call back if the issue persisted.